Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump a month ago. Customer reported that his blood glucose level was good. Pump was not dropped nor bumped. Customer was advised to use a back-up plan. Customer will ask his health care professional for a new reimbursement pump. No further details given.